Event description:
It was reported on (B)(6) 2012 that the patient's implantable neurostimulator (ins) was flipped; this was confirmed by the patient's physician with x-rays of the patient's chest region. The patient had a maximum of 2 bars of recharging since getting the device implanted. Additional information received on (B)(6) 2012 reported that the patient was not experiencing stimulation, had an empty battery, and was unable to charge her ins. An x-ray was taken and it was planned that the pain management physician was to share the x-ray with the implanting physician. The patient had surgery and the ins was in fact upside down. The ins was turned back over and the recharger was "draped" to check for recharging capability. Full communication ("all boxes") was obtained with the ins. An impedance check could not be performed as the ins was not charged enough. The physician wanted the patient to wait a couple of days for healing prior to charging. Additional information received on (B)(6) 2012 reported that the patient's ins was discharged. Full coupling (8 bars) was obtained. The patient was instructed to charge for 20 minutes. The ins was turned on and "worked great." The manufacturer representative advised the patient to fully charge her ins before turning it back on again.

Manufacturer narrative:
Product ID: 37754 lot#: serial#: (B)(4), implanted: explanted: product type: recharger product ID: 37744 lot#: serial#: (B)(4), implanted: explanted: product type: programmer, patient product ID: 3708340 lot#: serial#: (B)(4), implanted: 2012 (B)(6), explanted: product type: extension product ID: 3587a lot#: l91280 serial#: implanted: 2001 (B)(6), explanted: product type: lead. (B)(4).